Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain and heat radiating from the implantable cardioverter defibrillator (ICD) implant site. The site was sound to be infected. It was further reported that the patient had a seizure and lost telemetry with the remote monitor for that time. The ICD system was explanted. No further patient complications have been reported as a result of this event.